Event description:
Damage to the pump housing and usb port was reported by the caller, impacting the ability to charge the pump but not causing a shutdown. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. A replacement pump was arranged to be sent, and the customer was advised to return the damaged pump with a pre-paid label after placing it in storage mode.